Manufacturer narrative:
Hosp bio-med could not duplicate the failure. The service call was cancelled. The system was found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system would not boot-up. No pt injury was reported.